Event description:
It was reported that this pacemaker triggered a safety mode. Also, there were premature battery depletion (pbd) concerns. The pacemaker has been explanted and replaced in a surgical intervention. The pacemaker is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.